Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported that in 2007, the pump "kept flipping over starting with the 2nd or 3rd refill." The patient's healthcare provider (hcp) "scheduled me to have it turned back" but by the time the procedure was scheduled the pump had flipped back to the correct position. It was unclear if the revision took placed or if it was cancelled. There were no reported symptoms. No troubleshooting, actions/interventions, or cause of the pump flipping were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.